Event description:
It was reported that the 6600 system would beep after pushing the button. The system had to be rebooted to clear the error. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The foot-switch was replaced during the service call. The system was tested and found to be working as intended, and put back into service.